Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient data reported. The investigation could not be completed; no conclusion could be drawn. The lot number provided could not be verified; therefore, further investigation cannot be performed. Part/lot combination unknown at synthes (B)(4), no DHR review possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5756753 of ti matrixmandible double angle recon pl small 2.5mm thick was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: our investigation shows that only the plate was sent back for investigation. Various mechanical damages on the plate could be observed. The plate is broken off at the bended area. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Without all involved instruments and implants we cannot determine the exact root cause of the complained issue. It is likely that too high alternating mechanical loadings during bending procedure may have caused the breakage. Please note: the required contour should be achieved with as few bending cycles, never bent forwards and backwards, as the risk of breakage of titanium implants rises. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate in question broke when the surgeon tried to bend it only a few times during the surgery preparation. There was no patient involvement. The surgeon bent the product on his desk before surgery. This report is 1 of 1 for (B)(4).